Event description:
It was reported that the patient underwent a procedure at l4-l5 via tlif to treat lumbar canal stenosis and spondylolisthesis. It was reported that erosion seemed to have occurred between l4 and l5. The patient is asymptomatic. No revision surgery is under consideration at this moment. No bone fusion occurred.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Lateral CT reconstruction shows previous l4-l5 tlif. Destruction of inferior l4 and superior l5 noted with traction spur anterior to l5 suggestive of increasing instability.